Manufacturer narrative:
The device was received for evaluation. During functional testing of the device it powered off without user input. The cause was identified to be depressed pins on the rear case. The rear case requires replacement to address this issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device powered off without user input while running a test infusion. No additional information is available.